Event description:
Litigation papers allege on or about (B)(6) 2008, patient suffered the following personal and economic injuries as a result of the implantation with the asr hip implant: pain, weakness, and difficulty with simple daily living activities. Update: (B)(6) 2011 plaintiff fact sheet received with part/lot information.

Manufacturer narrative:
Update 5/23/2013 - asr/supplemental received. Dor has been updated. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.